Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported constant pain in the right, "tightness and breast tenderness," capsular contracture, baker grade unknown and "although infolding of the implant was identified in multiple areas with undulations noted of the implant" diagnosed via mammogram and ultrasound. This record is for the right side. Device remains implanted.